Event description:
The customer reported being in the emergency room due to high blood glucose of 470mg/dl. The customer experienced nausea, chills, frequent thirst and urination. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery, low reservoir, and low battery alarms. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.